Manufacturer narrative:
(B)(6).

Event description:
The philips failure investigation technician reported machine and proximal pressure sensors failed error. The issue was discovered during failure investigation on the returned central processing unit (cpu) board. The unit was not in use on a patient. The philips failure investigation technician reported that it happened during startup of testing on cpu board for the backup alarm failure. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The cpu board was replaced, and the phenomenon was resolved. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.